Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found damage/broken rear cover, damage main board, broken battery compartment, and degraded dso sensor. The primary problem was replicated. Actions taken to correct reported problem included replacement of rear cover assembly, main board, dcd, dso sensor, battery compartment and lens battery door. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a big dent in the back of the pump. Analysis found damage/broken rear cover, damage main board, broken battery compartment, and degraded dso sensor. There was unknown patient involvement and unknown harm/adverse event was reported.